Event description:
The pt underwent a catheterization procedure and the arteriotomy was successfully closed with a 6 fr tsl closer device. There were no complications during the procedure. The pt was ambulated and discharged the following day. The pt subsequently developed a pseudoaneurysm which was surgically repaired three days after the original procedure. The pt recovered without further incident.